Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 484 mg/dl at the time of the incident. The customer reported that this was the 3rd time that they were having an insulin flow blocked alarm. The customer was sleeping when the insulin pump woke them up with insulin flow blocked alarm insulin flow blocked alarm. The customer stated that the insulin did not exit. The customer reported that the insulin exited the tubing. It was reported that the insulin pump was working as design. It went back to auto mode but the insulin flow back alarm came up again. The insulin pump passed the displacement test. The insulin pump will not be returned for analysis.